Manufacturer narrative:
Source:this product is registered as a combination product. Th e results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple episodes of post-ventricular contractions (pvcs) noted. Some of the episodes were caused by crosstalk on the atrial channel and atrial lead noise. No intervention was performed, and the patient was stable with no consequences.